Event description:
AED failure. When shock was indicated unit failed to deliver.

Event description:
The above referenced voluntary report event does not describe any reported event to access cardiosystems. The device identification in the report does indicate that it is an access cardiosystems device, but references a product code (mvk) that does not describe the automated external defibrillator that access cardiosystems markets (product code mkj). The voluntary report also describes an event in a time period that that has not been reported to the company. The medical device reporting office however did receive two other voluntary reports on nov. 2003 that described events concerning the access cardiosystems automated external defibrillator. The voluntary report numbers for these events are; mw1030300 and mw1030301. Separate letters to discuss these events are being submitted concurrently with this letter.

Event description:
Add'l info rec'd from MFR 02/19/2004: the above referenced voluntary report event does not describe any reported event to access cardiosystems. The device identification in the report does indicate that it is an access cardiosystems device, but references a product code (mvk) that does not describe the automated external defibrillator that access cardiosystems markets (product code mkj). The voluntary report also describes an event in a time period that has not been reported to the company. The medical device reporting office however did receive two other voluntary reports on november 18, 2003 that described events concerning the access cardiosystems automated external defibrillator. The voluntary report numbers for these events are; mw1030300 and mw1030301. Separate letters to discuss these events are being submitted concurrently with this letter.